Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous left superficial femoral artery. Another manufacturer's guide wire crossed the lesion then the sterling otw 4.0 x 20/80 (4f) balloon catheter ruptured at 10 atm on initial inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event 18 years or older. Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).